Event description:
A report was received that following a lead revision procedure on (B)(6) 2012 due to inadequate stimulation, the patient's medtronic leads were explanted due suspected malfunction. The explant occurred at baylor surgical on (B)(6) 2012. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).